Event description:
It was reported that an occlusion alarm occurred on the insulin infusion system using an inset infusion set, and the alarm persisted until the patient replaced supplies with components from a different box, after which normal use resumed including a meal announcement. Symptoms included hyperglycemia with a reported peak of 367 mg/dl and fatigue. Outcomes included prolonged elevated glucose outside target for approximately eight hours without medical intervention, hospitalization, backup therapy, or ketone testing. Investigation included review of device alerts history and guided troubleshooting with supply replacement. Investigation of this case revealed an occlusion consistent with insulin flow interruption that resolved after changing infusion supplies, indicating a supply-related obstruction at the infusion set or disposable pathway rather than a durable pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component problem related to the infusion set or cartridge pathway leading to occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.